Event description:
During the surgical case the hose attached to the core maestro drill blew out causing a piece of the rubber to become detached. The surgeon obtained another hose immediately, and there was no impact at all to the patient.